Manufacturer narrative:
H3, h6: one device was received for evaluation. Visual inspection found the device's tamper seal to be removed, and the device to be in used condition. A review of the event history log revealed a 'cassette not attached properly' high alarm. Functional testing was able to duplicate the reported problem. There was intermittent cassette not attached alarms when latch cassette to prime. It was determined that the downstream occlusion sensor was the root cause. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported there was a cassette not attached alarm. There was unknown patient involvement, and no patient harm/adverse event was reported.